Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The patient stated that there is air in the patient line. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during the initial drain, the home patient (hp)'s caregiver (cg) revealed that there were small air bubbles in patient line. The baxter technical service representative (tsr) advised that cg would need to start over with new supplies and assisted cg to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. Product surveillance contacted the receptionist at the skilled nursing facility where the hp had resided. The receptionist stated that the hp was no longer at that facility. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010, it was revealed that the hp came in on (B)(6) 2010 for retraining. The nurse had been in touch with the hp daily ever since the alarm occurred. The nurse stated that no infections had occurred and that the hp was doing fine at the moment. During further follow up with the hp regarding the air in line, the hp asked to speak to her cg. The cg stated that the cause of the air in line was unknown. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.